Event description:
The reporter states that she obtained a blood glucose result of 964 mg/dl on the accu-chek advantage meter. No reported treatment given. The reporter was advised to go to the hosp. Two and a half hours later, the reporter's blood glucose was 301 mg/dl on the professional meter. The reporter was treated with metformin based on the 301 mg/dl meter result. The 964 mg/dl meter result is outside the numeric range of 10-600 mg/dl of the device. New system and return requested.